Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic living donor nephrectomy. According to the reporter: during the procedure, the device became dull and did not cut the tissue well. A new device was opened to complete the procedure. No bleeding. No tissue damage. No unanticipated tissue loss. Nothing fell into cavity. No pt harm. Operating time extended: less than 30 min. Pt age, weight and gender: unk.